Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor. It was reported that the patient was not feeling stimulation and was experiencing return of symptoms. An impedance check was run and multiple electrodes were out and gave outside range limits. It was stated that the system was not performing and the doctor determined a revision was needed. When the pocket was opened and battery was examined, it was discovered that the header looked to have corrosion in it. The battery was replaced in the operating room (or) that day. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- 2017-06-26 12:05:39 cst pli# 10 product ID# (B)(4) the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, device analysis, see h block